Event description:
Healthcare professional later confirmed left side rupture. The device has been replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, b7, d9, g2, h3, h6.

Event description:
Patient reported rupture. Device has been explanted. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Healthcare professional later confirmed left side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, broken device on posterior side assessed as surgical damage. Additional observations: ¿ crease is observed. No further actions are required since no issue in the manufacturing of the device is observed.